Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified and moderately torturous anatomy resulting in the reported failure to advance and the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.5x08mm xience sierra failed to cross due to resistance with anatomy. During removal of the xience sierra resistance was noted with anatomy as well. The procedure was completed with a dilatation catheter balloon. There were no adverse patient effects and no clinically significant delay. No additional information was provided.